Event description:
Slp was difficulty placing voice prosthesis in pt. Upon second attempt, slp noticed the voice prosthesis valve flap had detached and was resting on the posterior wall of the pt's trachea. Physician/ent removed valve flap with a flexible laryngoscope and suction apparatus. There was no injury to pt.

Manufacturer narrative:
Device is still in process of getting to MFR. Va hospital doing their own investigation prior to sending.